Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to multiple high rate non-sustained episodes and ¿some sort of external noise¿. It was also noted that the pace/sensing rv lead was under-sensing. Both rv leads remain in use. No patient complications have been reported as a result of this event.